Manufacturer narrative:
(B)(4): information unavailable.

Event description:
Subject presented to the ER on (B)(6)-2012, with symptoms of an acute band obstruction and was diagnosed with band slippage via CT. The surgeon performed an attempted laparoscopic band revision on (B)(6)-2012 to fix the slip, but a very small gastric enterotomy in the stomach occurred intra-op during dissection. He repaired the enterostomy without incident and removed the realize band completely to allow the stomach to heal and inflammation to be reduced. The band was replaced on (B)(6)-2012.